Event description:
Information received a smiths medical intubation/portex endotracheal tubes sacett caused intervention to preclude serious injury. Reported after intubation of a patient with respiratory failure, it was discovered that the tube's cuff does not withstand pressure and leaks from the spray connection. A cuff test was performed before intubation according to practice, but after 30 seconds the tube was leaking. Cuff coupling was dipped in water and bubbles were detected. Ut will have to reintubate the patient who then desaturated a bit due to derecruitment.